Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience xpedition 2.75 x 48 is filed under a separate medwatch report number.

Event description:
It was reported that the xience xpedition 2.75 x 48 mm was deployed in the left anterior descending (lad) artery and the xience xpedition 2.75 x 28 mm was deployed in circumflex (lcx). However, after the procedure was done and the patient was shifted to the intensive care unit (ICU) immediately and the patient experienced a myocardial infarction (mi) and subsequently died. The patient was given a thrombuster but could not survive. It was noted as per physician it could be because of stent thrombosis but the real reason could not be diagnosed since the patient died before performing repeat angiography. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death, myocardial infarction and thrombosis are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following information was provided: the patient was shifted to the intensive care unit (ICU) per routine hospital protocol. Cardiopulmonary resuscitation (CPR) was started and medication was administered. No additional information was provided.